Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a test during service. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.